Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 352 mg/dl. System check with tandem technical support showed that the pump time was inaccurate by 5 minutes. Reportedly, the customer did not know cause of the inaccurate pump time. Tandem technical support assisted the customer with adjusting the pump time.